Event description:
Customer reports that staff noticed a piece of plastic film floating on top of contrast in filled syringe, approximately 5cm long x 0.5cm wide tapering. Search of this lot number reveals no similar description.

Manufacturer narrative:
Defective product sample has not been returned to manufacturing for investigation. Product still within the foreign country, pending delivery to tyco manufacturing for investigation. Supplemental report will be submitted once product has been received by manufacturing and investigation complete.